Event description:
It was reported that an occlusion alarm occurred. System check was performed by Tandem Technical Support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. Customer¿s blood glucose (BG) level was displayed as "High"; however, specific value was not provided. Elevated BG was addressed by a manual insulin injection, changing infusion set, loading a new cartridge and resuming insulin.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.